Event description:
A report was received that the patient was not getting stimulation in the correct area due to lead migration. The patient underwent a revision procedure wherein a lead extension and anchor was added. The patient was doing well postoperatively.